Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Optical sensor issue: the cause of the issue was not established as no product or data logs were returned for analysis. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. On support day 15, it was reported that there was an alarm for placement signal not reliable. The placement signal was noted to no longer be functioning. There was no effect on patient support and no patient harm was reported. At the time of writing this report, the patient continues to be supported by impella 5.5 while awaiting a donor heart for transplantation.

Manufacturer narrative:
D6b updated.